Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they notified their healthcare professional (hcp) on (B)(6)2019 (at 3:45 pm) for the issue. The patient indicated that not steps had been taken yet and stated that they doctor will change the battery. The issue was not yet resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient saw a power-on-reset (por). They stated that they had recent emi exposure from security gates/theft detectors. No symptoms were reported in the event. The patient was to follow up with the managing healthcare professional (hcp) for the issue. Physician listings were sent to the patient as they were in a different city then their current hcp was located. There were no further complications reported or anticipated.